Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record revealed no abnormalities with the incoming material, assembly, or packaging processes. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that on the third day of an infusion, a bd pegasus¿ safety closed IV catheter system that was placed in a scalp vein was found broken. A nurse removed the catheter with forceps followed by a b-scan which showed no remaining catheter in the patient.